Event description:
Patient was revised to address cup loosening and poly wear of the liner. **update** (B)(4) 2012 - the revision operative report was received. It was noted that multiple screws, some broken (unk qty), were removed during the surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update**(B)(4) 2012 - clinical report indicates lot number and a doi. Doi: (B)(6) 2005 **update** (B)(4) 2012 - the revision operative report was received. It was noted that multiple screws, some broken (unk qty), were removed during the surgery. The complaint was reopened to add a product document and report the screws. No products have been returned for examination. Product/lot information for the bone screws reportedly found to have been fractured was not provided. Per the depuy clinical group a radiographic review from the surgeon states radiolucencies were noted in zones one, two and three. Physical x-rays have not been provided for examination by depuy. Per the provided revision operative notes the acetabular component was loose and was the reason for revision. The investigation is not however able to determine a root cause for the reported loosening and bone screw fracture with the newly provided information. It is known this patient has had prior acetabular revisions that were not identified as having been depuy manufactured devices. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
**Update**(B)(4) 2013 - medical records received. No new information received that would change the existing MDR decision. **update** (B)(4) 2013 - x-rays were received. The complaint was re-opened. There is no change to the above statement. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.